Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer stated results were not reported out so there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "positive tests only on n1 are not confirmed or not repeatable on bd max."

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4) the following information was provided by the initial reporter: " positive tests only on n1 are not confirmed or not repeatable on bd max. "

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 (ref 44500301) lot 1074285 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 indicated that lot 1074285 was manufactured according to specifications and met performance requirements. Customer reported positive results for the n1 target only, that were not confirmed or repeated, when using the bd sars-cov-2 reagents for bd max¿ system kit from lot 1074285. Customer provided five run files (runs 647, 649, 651, 652 and 653) for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 instruction for use. Manual pcr curve adjudication of all the suspected false positive n1 samples revealed late and low, but true, n1 positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 lot 1074285. The root cause was not identified but positives samples at the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site are suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.